Manufacturer narrative:
As noted in section b5, damage on the acoustic lens was observed and evaluation noted the ultrasound image was found to be defective due to the damage. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was damage on the acoustic lens (pink probe) . There was no patient involvement.